Event description:
Patient reports one pump is needing to be replaced due to a cartridge breaking inside and not being able to get it out. Pump serial number: (B)(6). No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when issue occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to cvs/caremark by pt/caregiver.